Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. The customer did not provide the lot number of the device, nor the lancets. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.